Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "firmness," "tenderness," and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events per table 1 and table 2: injection site responses by maximum severity and duration after initial treatment occurring in > 5% of treated subjects (n = 123) for possible injection site responses post injection with juvéderm vollure® xc include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Per table 3, injection site responses by severity and duration after asymmetry correction/repeat treatment with juvéderm vollure® xc occurring in > 5% of treated subjects include firmness, swelling, tenderness to touch, redness, lumps/bumps, pain after injection, bruising, itching, and discoloration. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry."

Event description:
Healthcare professional reported about five months after injection in the perimental with one syringe of juvéderm vollure¿ xc the patient experienced ¿firmness that started in the tear trough/tear duct that goes down to the side of the nose, tenderness and nodules in the chin.¿ the patient was seen by their dermatologist about a month after symptoms began and was prescribed clarithromycin & moxifloxacin. Three days later the patient was injected with hylenex as treatment. Patient was taking "natural products" concomitantly. Symptoms are ongoing.